Event description:
Attorney reported: (B) (6) 2006 - pt was admitted and underwent surgery for repair of a large ventral incisional hernia. During this procedure, physicians implanted a bard composix e/x elliptical mesh ((B) (4)) in pt. On (B) (6) 2008 - pt was admitted due to a recurrent hernia. Doctors discovered that the composix e/x mesh had detached on the left side of the abdominal defect which would require repair or removal. On (B) (6) 2008. Pt was taken to surgery for extensive laparoscopic lysis of adhesions, removal of the composix e/x mesh and repair of a ventral incisional hernia with a non-kugel mesh. Adhesiolysis and resection of the composix e/x mesh required nearly 200 minutes of operative time. Post-surgical findings indicated that the composix e/x mesh and decreased in size to about 10 cm x 12 cm. Pt still lives with a large bulge protruding from her abdomen. She requires several strong medications to manage her severe and constant pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.